Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zlb00, was explanted from the right eye of a female patient because she was experiencing dysphotopsia. There were no other issues and no new issues during surgery. The lens was removed with a standard incision and no unnecessary circumstances arose during the explant. No further information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection with the unaided eye showed the lens was damaged, most probably to make explant possible. The reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens was within power specification and met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.